Event description:
It was reported that during an implant procedure, the new right ventricular (rv) lead was attempted but not used due to high impedances seen during the device implant upon testing the new rv lead through the analyzer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: implanted: 2005 (B)(6); product ID 7232cx implantable cardioverter defibrillator (ICD) implanted: 2005 (B)(6). (B)(4).